Manufacturer narrative:
The reported event is believed to have been attributed to stress, leading to eventual fatigue in the material of the upper plate of the elevator inner tube. Due to the type of failure mode occurring, the affected component is being returned to parent company for more in-depth analysis as to root cause. Investigations conducted so far show the reported failure rate to be extremely low. (B)(4) was opened to properly investigate the root cause and formulate a corrective action. Upon completion of (B)(4), a follow-up MDR will be submitted.

Event description:
Received report that the end-user was driving his device along the highway with his (B)(6) son in his lap. As he was traversing, the seating allegedly became detached from the base causing the end-user and his son to fall onto the asphalt. Reports are both end-user and son were taken to the local hospital for evaluation where it was reported the end-user suffered an injury to their ankle.